Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a pneumothorax due to the implant of the right ventricular lead. About 9 days after the implant procedure, a chest x-ray revealed the pneumothorax was resolved; no actions were needed for the patient. The patient is a participant in the system longevity study (sls) clinical study. No further patient complications have been reported as a result of this event.